Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -15.5/+3.5/72 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: visual inspection found foreign material on surface and spotty optic (B)(4).